Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to poor sensing and helix retraction issues. The lead was repositioned multiple times but the physician was unable to obtain adequate sensing. Eventually the helix would not retract and the lead could not be positioned. This lead was explanted and replaced. No adverse patient effects were reported.